Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported the customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Cause was unknown. Customer addressed bg by administrating a correction bolus via pump. Recommendation was made to consult with a healthcare provider regarding diabetes management.